Event description:
It was reported that during implant when the chronic leads were connected to the new device, high threshold and high pacing lead impedance were observed. Hv lead impedance was also out of range. The leads were disconnected from the new device and tested with system analyzer and all measurements were normal. Device was not implanted and was replaced. All measurements with replacement device were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high pacing lead impedance was confirmed in the laboratory. The cause was due to an anomalous contact spring inside the rv ring connector block. The spring was missing from the device when received for analysis.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory. The cause was due to an anomalous contact spring inside the rv ring connector block. The spring was missing from the rv connector block of the device when received for analysis and was subsequently located in the tip region of the rv lead bore.